Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2005. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation. The vector of the left ventricular (lv) lead was adjusted, however the stimulation remained. The lv lead was inactivated. The patient is a participant in the product surveillance registry study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.